Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned from the obstetrics unit to the biomedical engineering department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This represent all the info known by the reporter upon query by hospira personnel.